Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was reported that according to description the customer ordered 60ml ll bns syringes but customer received 50ml. To aid in the investigation, three photos were provided for evaluation by our quality team. The first photo shows two syringes; one is 50ml and the other is 60ml. The other two photos show information posted by the distributor on the internet. A device history record review was completed for provided material number 301035, lot number 1005463. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the customer is confused with the advertisement on the internet and the actual product. It is recommended that marketing contacts the customer to confirm the distributor that is supplying the products and get alignment of the information and product.

Event description:
It was reported that the bd¿ luer-lok syringe 60 ml experienced a mix of product types in a pack. The following information was provided by the initial reporter: according to description syringe, 60ml ll bns but we received 50ml.